Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Replacing the fuses did not resolve the issue. Universal serial bus (usb) was bypassed and plugged the computer into the wall and it powered on. Representative reported that mobile view station (mvs) uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The uninterruptible power supply (ups) has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A site representative reported that while outside of procedure, when booting the imaging system, the pendant displayed "waiting for mobile view station (mvs) to initiate communication" the power button on the mobile view station (mvs) station was illuminated however no picture was displayed on the monitor. It was confirmed that the monitor was powered on. Rebooting the system multiple times and reseating the umbilical cable did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the uninterruptible power supply (ups) was completed by medtronic personnel. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. Correction: UDI has been updated to proper field.